Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had alarms on the system controller. The patient was sent a new system controller, and no alarms were heard after exchange. A review of the log files found low voltage advisory and hazard events on (b)(60 2022 at 22:16. It appeared that the patient was using the mobile power unit (mpu) at that time. The events continued for a few minutes until the system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) was returned for evaluation following the reported event of atypical low voltage alarms. The submitted and downloaded log files collectively contained approximately 3 days of data ((B)(6)2022, (B)(6) 2022, and (B)(6) 2022 per timestamp). Review of these log files indicated that the observed alarms appeared to occur as a result of the controller being improperly connected to the mobile power unit (mpu); therefore, the reported event has been addressed under the mpu¿s investigation. No atypical events regarding the performance of the controller were observed within the log files. The driveline was disconnected at 22:18:46 on (B)(6) 2022, in what appears to be related to the controller¿s exchange. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller was functionally tested and found to perform as intended. The controller was able to support a pump for an extended period of time, and atypical alarms were unable to be reproduced throughout all testing. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible) that are associated with the system controller, including low voltage advisory and low voltage hazard alarms, and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook section 6 ¿caring for the equipment¿ instructs users to regularly inspect all equipment, including their system controllers, and to avoid using any equipment that appears damaged. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Review of the log files found that the low voltage advisory and low voltage hazard alarms were likely related to the black and white mobile power unit power cables being switched. Related MFR #: (B)(4)